Event description:
After filter placement/deployment: when pulling out the sheath, the sheath¿s outer layer came apart and the internal sheath coil was exposed. When continuing to pull the sheath out, the sheath coil would continue to unravel. A hemostat was used to grab the outer sheath at skin incision to ensure the sheath came out. Case was completed without patient harm.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned delivery catheter sheath, cartridge snap fit with the delivery catheter sheath and pusher wire catheter inserted through the delivery catheter sheath. According to the user, during the procedure, user used femoral approach. It was found delivery catheter sheath was damaged, coil and linear was separated from the delivery catheter sheath. When attempted to remove pusher wire from the delivery catheter sheath, pusher wire could not be removed due to the dry body fluid. So the complaint was conformed. CAPA c-2020-052 was initiated to investigate root cause and corrective action of this issue.

Event description:
After filter placement/deployment: when pulling out the sheath, the sheath¿s outer layer came apart and the internal sheath coil was exposed. When continuing to pull the sheath out, the sheath coil would continue to unravel. A hemostat was used to grab the outer sheath at skin incision to ensure the sheath came out. Case was completed without patient harm.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
After filter placement/deployment: when pulling out the sheath, the sheath¿s outer layer came apart and the internal sheath coil was exposed. When continuing to pull the sheath out, the sheath coil would continue to unravel. A hemostat was used to grab the outer sheath at skin incision to ensure the sheath came out. Case was completed without patient harm.